Manufacturer narrative:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with leadwire configuration. The patient experienced multiple skin issues including allergic reaction, general redness, irritation, itching, blisters/welts, and scabbing. The patient sought medical treatment and was prescribed medication, though the specific medication is unknown. The patient has a history of sensitive skin and a nickel allergy. Despite following the recommended skin preparation instructions, the skin irritation occurred. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a known medical/dermatologic condition of sensitive skin and a nickel allergy. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On (B)(6) 2026, the patient reported skin irritation while using an mcot device with leadwire configuration. The patient experienced multiple skin issues including allergic reaction, general redness, irritation, itching, blisters/welts, and scabbing. The patient sought medical treatment and was prescribed medication, though the specific medication is unknown. The patient has a history of sensitive skin and a nickel allergy. Despite following the recommended skin preparation instructions, the skin irritation occurred.